Manufacturer narrative:
(B)(4)

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen on (B)(6)2024. Product was provided for investigation. An external visual inspection was performed passed. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).